Event description:
Baxter received a report from a baxter technician stating the CPR function was inoperative. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The baxter technician found the¿CPR valve needed to be replaced. Per the hillrom service manual the totalcarebariatric bed and totalcare bed system requires an effective maintenance program.¿ we recommend that you perform a semi-annual preventative maintenance. Test the CPR release for correct operation and reset of the head cylinder. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in feb 14, 2024. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the CPR valve to resolve the reported event.¿based on this information, no further action is required.